Event description:
Country of complaint: (B)(6). The customer complained that thread is thinner and breaks easily. The diameter of the thread c0068431 batch 11322 is thinner than the thread c0068042 batch 115153, although the both are usp 2/0.

Manufacturer narrative:
Manufacturing site evaluation: samples received: (B)(4) unopened pouches/ (B)(4) opened. There are no previous complaints of this code batch. 3,672 units of this code were manufactured and distributed; there are no units in our stock. Rec'd (B)(4) closed samples and one open and manipulated sample of the code c0068431 & bath 113222. Tightness test to the closed samples received has been performed and the units are tight. Tested the knot pull tensile strength of the closed samples received and the results fulfill the OEM requirements. Results on the diameter were conducted on the novosyn closed samples received is 0.330 mm in average and fulfills the OEM requirements for this size and thread: specification range of 0.300 mm to 0.349 mm. Add'l testing on the diameter of the open sample received and fulfill the OEM requirements. Results on the diameter were conducted on the novosyn open sample received is 0.3317 mm in average. The diameter average values of the closed samples and the open sample received are in the medium range of the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process & results during the process fulfillment for the OEM requirements. Complaint not justified. Results on the diameter were conducted on the novosyn open sample received is 0.317 mm in average. The diameter average values of the closed samples and the open sample received are in the medium range of the OEM requirements.